Manufacturer narrative:
(B)(4).

Event description:
It was reported that the applier jaws were found misaligned before use. Therefore, a new unit was used instead. No patient involvement reported.

Event description:
It was reported that the applier jaws were found misaligned before use. Therefore, a new unit was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in june of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are bent to the left and loose and misaligned to each other in the closed position and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the drive rod is bent/damaged, and its bosses are also damaged where they engage the slots of the jaws. We are unable to determine what caused the drive rod to be bent/damaged and for its bosses to become damaged and for the jaws to be loose and misaligned and for the jaw pivot pin to be pulled thru on side of the bent/damaged outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend complaints of this nature.